Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula events on (B)(6) 2025. The issues occurred with two similar types of infusion sets and the site was patient's abdomen and upper right arm. The symptoms occurred within three or more hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. Moreover, the infusion set was used for twelve hours for first event and three hours for second event. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.